Event description:
It was reported that a user of the ilet experienced a high blood glucose event and, after support, performed a full supply change with assistance; subsequent blood glucose was 266 mg/dl, and the user was advised to continue monitoring. Customer care provided support that included recommendation for a full supply change. Investigation of this case revealed an unclear cause of the hyperglycemia. No symptoms associated with hyperglycemia reported. Outcomes included no injury and no need for medical intervention. It was concluded that the device function could not be implicated based on available information and that continued monitoring was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.